Event description:
As reported by implant patient registry, a patient underwent explant of their 23mm sapien 3 ultra valve in the aortic position approximately 3 years and 5.5 months post tavr procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event of pvl. The exact cause of the reported event was unable to be determined but may have been due to the dehisced pre-existing surgical bioprosthesis, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification was confirmed based on provided medical record. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as a patient medical history of hyperlipidemia was reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry, a patient underwent explant of their 23mm sapien 3 ultra valve in the aortic position approximately 3 years and 5.5 months post tavr in sav procedure. The device was explanted and replaced with an edwards surgical valve. After a review of the medical records, the patient is s/p tavr in 2021 complicated by pvl which was plugged 3 years and 2 months post tavr. During the pvl plug procedure, the plug embolized and required additional intervention (femoral endarterectomy) and now presents with persistent anterior pvl. CT was performed 2 months later which reveals the remaining pvl is between the native annulus and the surgical ring - there is mild calcification of the thv bioprosthetic leaflets. The impression was "structural degeneration of the tavr with slightly restricted leaflet excursion, no halt." Post explant, the gross pathology suggests there is tan/yellow with artherosclerotic plaques. During visual inspection on explant - the plug was confirmed to be positioned between the native anatomy and the ring/thv bioprostheses. The surgical ring appeared to have dehisced away from the native annulus. The thv was described as moderately calcified. Based upon the findings, it appears the reason for explant of the thv was calcification as well as pvl created at the time of the valve in ring which progressed and dehisced over time.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information received in medical records. Corrected b1, b2, b5, h6 device code, investigation findings, and investigation conclusions. Updated b4, b7, g3, g6, h2, and h11. Investigation is ongoing.